Event description:
The customer reported to baxter of a separation that occurred between the tubing and the male luer on an interlink IV catheter extension set. The condition occurred in the hemotology/oncology department during patient-use. There was no patient injury or medical intervention. No other information was available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned on actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. The separation was confirmed between the tubing and the two piece luer lock. The tubing diameter was measured and was within specification. The solvent insertion level on the tubing was measured and was within specification. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.